Event description:
The pt received a result of 400 mg/dl on the subject meter. The pt had dry throat, and was frequently urinating. The symptoms match the high result on the subject meter. He then took insulin (dosage/type unknown) and went to the hospital. The pt was also tested on the emergency room meter with a result of 180 mg/dl at that time. At the hospital, his meter result was 242 mg/dl, and the lab test within 30 minutes was 160 mg/dl. Between the tests there was an intervention that would be expected to change the blood glucose. The patient was not given any treatment at the hospital. The pt had also reported that he just "got out of a diabetic coma" prior to the hospital visit mentioned above. There is no further information provided regarding the diabetic coma. At the time of troubelshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, the pt did not have control solution and therefore, a quality check could not be performed. This complaint is reported due to the meter to lab comparison being outside the specifications. It would be helpful to know the information regarding the diabetic coma. However, the patient's symptoms correlated with the subject meter's high result and he took appropriate self-treatment based on that result. The hospital lab result was also expected to be lower since the pt took insulin prior to going to the hospital. A replacement meter, control solution, and test strips were sent to the lay user/patient.